Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, a patient experienced significantly impaired vision, lamellar defect of retina, and secondary cataract. The patient reports seeing "a moving ball in front of her eye, sometimes the object is perceived as a piece of curtain." Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the patient presented with acutely worsened vision which lasted approximately 2-3 weeks. She see what appears to be a ball moving or a piece of curtain in front of her eye.

Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A handpiece was indicated which is not qualified for this lens/cartridge combination. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).